Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a full-body fever, along with swelling and pain in the scrotal area. Upon examination, an infection was confirmed. A surgical procedure was performed to remove the ipp. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced a full-body fever, along with swelling and pain in the scrotal area. Upon examination, an infection was confirmed. A surgical procedure was performed to remove the ipp. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinder and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscope examination revealed that both cylinders had wear at fold in the proximal end of the cylinder. No leaks were found in the cylinders. The pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump passed the functional test. Based on the available information and analysis results, no device-related allegation was reported. The reported patient symptoms of fever, infection, pain and swelling are known risk associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.